Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture and "suspected impairment of the integrity " detected by MRI and ultrasound. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h.6.

Event description:
Patient reported rupture and "suspected impairment of the integrity". Healthcare professional reported rupture. It is noted around the implant a small amount of liquid. Device explanted and replaced with unknown manufacture. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported rupture and "suspected impairment of the integrity " . Healthcare professional reported rupture. It is noted around the implant a small amount of liquid. Device explanted and replaced with unknown manufacture. This relates to the left side.